Manufacturer narrative:
No product was returned for evaluation. Production data was reviewed and comply with specifications. The issue reported by the patient could not be duplicated. Product not returned.

Event description:
On (B)(4) 2013, it was reported that after the patient changes her insulin cartridge in the infusion device, her blood glucose level begins to become elevated. She stated that the problem first began several months ago. Her diabetes nurse changed the basal rate on her infusion device, but two days after changing the insulin cartridge her blood glucose level became elevated. Before changing the insulin cartridge her blood glucose level has been around 6-7 mmol/l (108-126 mg/dl) and after changing the cartridge it rises to 18-22 mmol/l (324-396 mg/dl). The patient no longer has confidence in the infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.